Manufacturer narrative:
Investigation of this complaint found that processing of tissue samples using the "factory 12hr xylene standard" protocol started in retort b at 17:32pm on (B)(6) 2018 was paused for approximately nine (9) hours because the condensate bottle was not in contact with the corresponding sensor from 21:26pm on (B)(6) 2018 until 06:54am on (B)(6)2018. The root cause of the sub-optimal tissue processing reported by the complainant was the occurrence of error code "13" indicating that the condensate bottle was not in contact with the corresponding sensor at 21:26pm on (B)(6) 2018; which resulted in the "factory 12hr xylene standard" protocol started in retort b at 17:32pm on (B)(6) 2018 being paused until 06:55am on (B)(6) 2018. This in turn resulted in retort b being left empty after completion of step 5 of the protocol until 06:54am on (B)(6) 2018 when processing resumed from step 6 of the protocol after contact between the condensate bottle and the corresponding sensor was re-established. The tissue samples being in an empty retort for approximately nine (9) hours would have contributed to the sub-optimal tissue processing reported by the complainant. Although the "factory 12hr xylene standard" protocol started in retort b at 17:32pm on (B)(6) 2018 subsequently continued through steps 6 to 11, these steps were executed between 06:55am and 07:02am on (B)(6) 2018 at a reduced duration in an attempt to meet the end time calculated by the software scheduler. The reduced duration of steps 6 to 11 allowed insufficient time to adequately heat the retort manifold as required for wax transfer to the retort; and resulted in failure of the "factory 12hr xylene standard" protocol started in retort b at 17:32pm on (B)(6) 2018 at 07:02am on (B)(6) 2018. A user subsequently continued processing of the (B)(4) cassettes from the failed protocol using a modified protocol. Details of the regimen used were not provided. The root cause of the condensate bottle moving out of contact with the corresponding sensor cannot be unequivocally determined from the information available. However, the most likely cause of the condensate bottle not being detected by the corresponding sensor was a use error resulting from incomplete insertion of the condensate bottle.

Event description:
A leica field service engineer (fse) documented the following information: "I've been informed this morning of an event last thursday night in which tissue stayed in ethanol until friday morning. The tissue is hard and they don't know if it is diagnosable". The fse documented the following information in relation to the circumstances involved in the event: "the condensate bottle was emptied before the protocol started and, during the run, the instrument stopped sensing it and that is the message seen the following morning. It might have not been pushed in properly. They wonder why they didn't get an alarm". On (B)(6) 2018, leica biosystems melbourne received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable.